Event description:
During an attempt to pace the patient, couldn't get pads (electrodes) to sync with the patient. The defibrillator pads (electrodes) were replaced with similar pads and then the patient could be paced.